Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege patient has suffered serious injury and harm. Update 4/18/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 12/20/2012- pfs and medical records were received from legal. There was no new information that would change the outcome of the investigation. Update: 2/7/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 02/26/2014. Wpc complaint reported 1 unknown hip (original report), 1 cup and 1 head. To retain the original report date, and because the head was the last reported product, the head information will be integrated into the unknown hip, and the wpc head will be rejected as a duplicate report. Update rec¿d 3/16/2015 - medical records received. Patient revised to address synovitis. Upon revision, clear fluid and a gray blush to the tissues were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 03/19/15.